Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 1.9, 4.0, 3.4. Patient's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.